Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation. In addition, no photographs, videos, or imagery were available for review. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed. There was one (1) other complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿, and no other complaints for ¿sheath shaft ¿ liner torn¿. A review of the complaint history from january 2018 to december 2018 revealed other returned complaints for ¿sheath shaft ¿ liner torn¿ (all models and sizes) and ¿sheath shaft ¿ resistance with delivery system, bc¿ (all models for 14f) for the expandable sheath. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category of ¿resistance between devices¿. A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The complaints for ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were unable to be confirmed. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. It is possible that the moderate degree of calcification present in the patient access vessel could have prevented it from fully expanding, contributing to the difficulty advancing the delivery system. Presence of calcification could also have scratched the liner material, weakening it and making it susceptible to tearing, especially if larger push forces were required to advance the delivery system through the sheath in order to overcome the resistance in the iliac artery. A definite root cause is unable to be determined at this time, but based on given information, patient factors (access vessel calcification) may have contributed to the complaint event. Since no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required. The complaints for ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were unable to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggests that patient factors (access vessel calcification), contributed to the reported event. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the applicable trend categories. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Investigation is under way.

Event description:
During a transfemoral tavr, a split on the liner and bleeding from it happened. The access was obtained from the right femoral artery by cutting-down. The esheath was smoothly inserted from there. The physician felt some resistance around the common iliac artery while advancing the delivery system, but it was able to pass through by inserting the system gently. A 23mm sapien 3 valve was deployed in the targeted position successfully. Then the delivery system was retracted smoothly; however, the blood pressure (bp) dropped to 50¿s (mmhg) during withdrawing the esheath and massive bleeding occurred from the liner. There was a liner split/tear approximately 5cm in length at 1/3 proximal area from the distal tip. The liner expanded from the tip as designed. The external iliac artery was immediately clamped to stop blood leakage. The bp recovered to 110¿s mmhg by blood transfusion and volume control. The amount of blood transfusion was 2 units of red blood cell concentrated (rbc). There were no vessel damages observed. The incision site was closed and the procedure was completed. Possibly another 2 units might have been added after returning to the ICU. The device was discarded at the hospital and not returned for evaluation.